Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the coronary artery. The opticross 6 hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the device was plugged in, it was recognized as an opticross 18. The procedure was completed with the original device. No patient complications were reported.

Manufacturer narrative:
G4: PMA/510(k) # k213593